Manufacturer narrative:
Product analysis: further analysis found a line between the power inlet and the filter module was broken. The technical service rep replaced the line filter sub assembly to correct the problem. Investigation was inconclusive as to why the line was broken. Conclusion: based on the information provided, analysis and the investigation, the reason for the break in the line is unknown. If additional information is received a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product analysis: the technical service engineer from (B)(4) technical service center went to hospital and checked the device. The technician noted that one of the connection wires was found broken on the power module. It appeared the device could only be operated using the battery. Once the battery depleted, the device could no longer function. Conclusion: further detailed evaluation is in progress, when additional information is available, a supplemental report will be sent. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(6). Location : hospital.

Manufacturer narrative:
Correction to the supplemental report for the aware date. The evaluation aware date was corrected to (B)(4) 2013. (B)(4).

Event description:
Medtronic received information that when finishing the heart transplant case, the patient started cardiopulmonary circulation and extracorporeal membrane oxygenation (ECMO). Speed of cardiopulmonary circulation was at 2500 rpm, flow volume was 2.2l, bp 80/45mmhg, hr 120bpm and ap 10-11 mmhg. As the surgery was finishing, the ECMO device stopped running suddenly (all lights were on, including ¿power abnormal alert¿). The wire connection was checked finding nothing abnormal. When the console was turned off/on, it showed abnormal for 10 seconds after turning back on. Surgeon did this two times. When the console was tried to turn off/on the third time, there was no reaction except the running of the fan. Cardiopulmonary circulation machine was used but could not get to the target speed. The operator moved the pump head to a hand crank, but hand crank could not ensure a proper and stable rotating speed/flow, t hen the circuit was moved onto a roller pump system that kept proper and stable flow. Due to patient's bad heart function, no further intervention was performed. Patient expired the same day. Reported cause of death was due to heart failure. No autopsy was performed. There is no comment from the customer side regarding whether the change-out was a cause or contributory cause to the patient¿s death.